Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the consumer via email on (B)(6) 2017, she switched to hydraglyde contacts in (B)(6) 2017 and had nothing but problems. The consumer reportedly experienced constant irritation after wearing the contact lenses and developed an inflammation and infection (both unspecified). It was further indicated that the consumer developed corneal ulcer "which will leave a scar that will never go away." No additional information has been received.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4)